Manufacturer narrative:
(B)(4). Unit p-cap/reservoir locked properly in place. Unit received with cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, and occlusion. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Unit calibrated with sensor and test plug. No calibration anomaly noted. No change sensor alert, however unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. In addition, unit received with high sleep and active currents due to corroded electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. Customer also stated that crack on the back of the insulin pump around the battery compartment and center button. Customer stated no damaged to the reservoir lip ring. Customer stated they received sensor updating alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.